Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizures.

Event description:
Dexcom was made aware on (B)(4) 2017, via social media, that the patient stated that they had a few seizures early in the morning on (B)(6) 2017. It was indicated that when the paramedics arrived, the dexcom went off. The patient stated that when their readings fall fast, the dexcom takes a few minutes to catch it. Additional patient or event information is not available.